Manufacturer narrative:
Qc was within established ranges before and after the event. A field service engineer (fse) replaced modular chemistries (mc) probe and cleaned all mc cups. The fse replaced crem mixer, adjusted all lamps and ran performance tests; all results passed. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for two patients. The samples were re-tested and repeated results were higher. The low results were not reported out of the lab. There was no change to patient treatment.